Manufacturer narrative:
Investigation: visual inspection revealed that tip of the cold jaw silicone boot had detached and was peeling. The jaw had some signs of usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot detached. A replacement unit was used to complete the procedure. The product was returned.